Event description:
A vns patient initially reported that he has constant hoarseness since implantation of his vns (not occurring with stimulation). He also stated that since (B)(6) 2008, he gets nauseated, has acid reflux and, has left thigh pain. Magnet use does not relieve any of these symptoms. Patient stated that his device was turned off in 2007 for almost a year but still experienced voice hoarseness. He chose to turn the device on in 2008 as his depression was increasing. On (B)(6) 2010, he reported to the manufacturer that his vsn device has been turned off since (B)(6) 2008 because his vocal cord was partially destroyed. Good faith attempts to obtain more information about patient's voice hoarseness and vocal cord status have been unsuccessful to date since psychiatrist needed an authorization for release of information from the patient.